Event description:
Received a report of pca set "leaking at the hub". Set was not saved. There was no patient harm. Reporter stated that there is a new anesthesia group in the facility which uses these sets and he doesn't know if that may be a factor. Customer states that no further patient/event information is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the reported leak. The reporter indicated that the device was not saved. Root cause of the reported leak is unknown.